Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an apply sample message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began (B)(6) 2018. She stated that she manages her diabetes with insulin pump therapy and made no changes to her normal diabetes management in response to the alleged issue. The patient stated that after the alleged issue, on (B)(6) 2018 (time unknown), she developed symptoms of ¿passed out¿. She stated that she self-treated the alleged symptom with a glucagon injection. During troubleshooting the csr noted this was not the first time the product was being used, that the patient had been using the correct test strips and described the correct testing steps. Csr noted that the test strip did completely draw in the sample. The issue was not resolved when a retest was walked through. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and required treatment from a health care professional, whilst using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.